Event description:
The manufacturer received information alleging a ventilator service required condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's internal battery would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was the following parts being proactively on the device: blower chasse, in-line proximal filter, blower assembly, bellow blower, machine flow, and particulate filter.